Event description:
No additional information has been received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an open colon procedure, the device was fired and there was an incomplete donut. It is unknown what was used to complete the procedure. No adverse consequences reported. There are no further details available.

Manufacturer narrative:
(B)(4). Date sent: 04/19/2011. Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information requested and the following response received: (B)(6).

Manufacturer narrative:
(B)(4). Anvil_not returned the analysis results found that the device arrived in good visual condition and without the anvil present. The casing half of the breakaway washer was present and there were no staples present, indicating that the device achieved a full firing stroke. As the anvil was not returned, a test anvil was used to perform the functional test. The device was reloaded with staples, a new washer was placed on the test anvil and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. Event could not be confirmed as no anvil was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.